Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported by the spouse that the patient experienced a diabetic seizure. The cgm value at that time was not documented, but was reportedly normal. The patient was taken to the hospital by paramedics and treated with glucose gel, orange juice, and potassium. The patient was discharged after 4 hours. There was no bg value documented for the episode. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.